Event description:
It was reported that the customer experienced a low blood glucose level displayed as "low"; specific value was not provided. To address the low blood glucose, the customer took glucose tablets and ate food, without needing assistance from any third party. Suspected cause was due to the customer¿s settings requiring adjustments, specifically updating their basal rate, correction factor, and carb ratio settings. Technical support advised customer to consult with their healthcare provider whenever settings are changed. The customer acknowledged and understood this guidance.